Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, reservoir migrated out of the space of retzius. A new reservoir was placed in the space of retzius.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time. H3: the device was not received for evaluation.

Event description:
This follow-up MDR is created to document the additional event information received for record #603932. According to the available information the inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2020 due to migration. Additional information received from the territory manager indicated that the reservoir migrated out of the space of retzius. A new reservoir was placed in the space of retzius. The device was not received for evaluation. As examination of the device may not conclusively confirm or disprove the report of migration quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of nonconforming reports revealed no nonconformances for this lot. No capas are associated with this lot.